Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately 11 years after the implant of this bioprosthetic surgical aortic valve, stenosis was noted. Subsequently a non medtronic transcatheter bioprosthetic valve was implanted valve-in-valve. No other adverse patient effects were reported.